Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that she had been hospitalized due to diabetes ketoacidosis. The customer was in the intensive care unit for three days on an insulin drip. The customer doesn't believe that there is any issue with the pump. The significant events that the customer recalled before her increase in blood glucose levels was having a stomach virus. The customer's blood glucose level is 300 mg/dl. No further information was reported.